Event description:
It was reported that they had a broken desktop charger connector pin. A new dtc pin was sent. No symptoms were reported. Additional information was received from the consumer reporting they did not receive the dtc. The device was sent to the wrong address. Another email was sent to repair. Additional information was received from the consumer reporting they received dtc but recharger is not powering on.. The patient reported seeing black stuff coming out of the recharger port where the dtc plugs in. Due to not being able to charge, patients therapy went off yesterday. An email was sent to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 37651 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37761 lot# serial# c0825107 implanted: explanted: product type recharger product ID 37761 lot# serial# c0644458 implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37651, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) ; product ID: 37761, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the recharger (serial #: (B)(6) revealed that the connector was bent. Analysis of the recharger (serial #: (B)(6) revealed that the cord was frayed. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.